Event description:
The tubing separated during use. There was no harm to the pt or exposure to mucous membranes as a result of this incident.

Manufacturer narrative:
It is unk at this time whether the sample is available for eval. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).